Event description:
The following was reported to gore: on (B)(6) 2022, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing a gore® excluder® conformable aaa endoprosthesis (aaa). During the procedure, the physician was unable to cannulate the aaa devices contralateral gate so the case was converted to an aui. The patient tolerated the procedure with no adverse outcomes. The endoprostesis remains implanted in the patient. Further information has been requested but has not been made available at this time.

Manufacturer narrative:
Added g3/g4 with correction to PMA/510(k)number. Added h1/h2, h6.